Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® k2e / k2 edta blood collection tubes the stopper pops off and sample was spilled. Patient had to be re-drawn. The following information was provided by the initial reporter, translated from japanese to english: at the time of homogenizing the tube, the stopper was detached. The sampling was carried out in an adequate way using the vacutainer equipment when making the homogenization of this the stopper fell, spilling the content in the operator. It was not detected if there was a bad manipulation of the area. The accident occurred after use, after collecting the sample and before being processed in the analytical equipment just when the blood was homogenized with the anticoagulant. There was no death, no serial damage. The sampling had to be distributed, which implied a second puncture, but there were no errors in the analysis since it cannot be analyzed. Yes, there was exposure to blood although it did not touch the user's dermis if it was spilled on the lab coat. If there was a safety problem since the hemogard plug should not have been voted and that fact caused a blood exposure that although this time it did not happen. Actions taken: they discarded the tube that showed the problem and had to perform a second puncture to the patient to do the analysis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® k2e / k2 edta blood collection tubes the stopper pops off and sample was spilled. Patient had to be re-drawn. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of homogenizing the tube, the stopper was detached. The sampling was carried out in an adequate way using the vacutainer equipment when making the homogenization of this the stopper fell, spilling the content in the operator. It was not detected if there was a bad manipulation of the area. The accident occurred after use, after collecting the sample and before being processed in the analytical equipment just when the blood was homogenized with the anticoagulant. There was no death, no serial damage. The sampling had to be distributed, which implied a second puncture, but there were no errors in the analysis since it cannot be analyzed. Yes, there was exposure to blood although it did not touch the user's dermis if it was spilled on the lab coat. If there was a safety problem since the hemogard plug should not have been voted and that fact caused a blood exposure that although this time it did not happen. Actions taken: they discarded the tube that showed the problem and had to perform a second puncture to the patient to do the analysis.